Event description:
The physician reported a problem with insertion of the bravo capsule. After performing a normal egd, the attempt to place the bravo capsule meant with resistance. Re-insertion of the gastroscope found that the gray tip of the bravo insertion device was embedded in the esophageal wall. It was removed together with the gastroscope. Then, insertion of bravo was attempted again, this time with the bravo device inserted alongside the gastroscope under visualization on the opposite side of the esophagus. The same result occurred. The procedure was cancelled. The pt recovered and was discharged home with no adverse event.

Manufacturer narrative:
No pt injury has occurred following this incident.